Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volbella¿ with lidocaine in the nasojugal groove. Approximately a little more than four months later, patient went to the emergency room and was administered polaramine and enantyum due to swelling in both eyelids. Next day, patient returned to the emergency room and prescribed anti-inflammatory eye drops, polaramine and ebastel. The following day, hcp administered hyaluronidase (previous skin test on the forearm) as patient has palpebral edema with slight erythema and heat on the left side. Patient was also treated with first dose of intravenous antibiotic therapy (augmentin 1g), corticosteroid therapy (urbason 80 ev) and be evaluated by ophthalmology, who rules out any type of pathology in the eyeball or optic nerve. Patient sent home with descending regimen of prednisone and augmentin 875 mg every 8 hours for 7 days. The patient improves remarkably but ecchymosis bruises appear (after which a chelator cream, local cold is prescribed) and treatment with hyaluronidase performed, due to the reappearance of bilateral edema, responding instantly favourably, ciprofloxacin 500mg every 12 hours 7 days, and new descending prednisone regimen, ebastel. The patient has improved remarkably, but erythema has appeared on nose all over the back and slight inflammation at the tip (area treated with hyaluronic acid restylane lyft). Additional treatment was noted as kelador and pomade.